Event description:
In 2009, the patient reported that yesterday his infusion set got caught on a drawer and the cannula was pulled out of his body. He stated "I thought I had fixed it" and that he had "pushed the tape back down" after it got caught on the drawer. He stated that his blood glucose was slightly elevated last night and at 4:00am, it was over 200 mg/dl and he bolused 3 units of insulin. When he woke up later in the morning he ate breakfast and bolused 22-23 units of insulin. He later found that the infusion site was not correctly attached to his body and when he removed the infusion site the cannula was bent. His blood glucose measured 500 mg/dl prior to the report. His target blood glucose level is 120 mg/dl. He changed the insulin cartridge and infusion site and tubing. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.